Event description:
Used ethicon harmonic ace36. Worked for a while, then quit working. A new handpiece was delivered to the field, and the case was completed. No harm to patient.

Event description:
The facility representative reported a colleague infusion pump with 570:320:844:0000. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. During repair service found the following: "channel c channel select button does not work". No additional information is available

Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. At the patient's first refill session, the pump had the full volume (40ml) of medication left in their pump. A (B) (4) study was done that afternoon and was negative. A catheter dye study was also done and they were unable to aspirate from the catheter. The physician had the pump turned down to a low flow. The patient planned to follow-up with the neurosurgeon. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
A baxter service technician evaluated the pump. During service, it was discovered that the "channel select" button does not work .the keypad was replaced. The pump passed all functional tests and was returned to the customer.there is an ongoing CAPA investigation, that is associated with this report.

Event description:
The caller reported they did not know how much air was placed in the tube, but they did hear a pop. When tube was removed from the pt, they noted the cuff was blown. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
(B) (4)